Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature case, there were 64 male patients received sutures for wound approximation in circumcision. There were 3 oozing bleeding and 2 required stitch necessity for hemostasis intra-operatively. While there were 2 who had oozing bleeding and 3 who had formed hematoma post-operatively. Title of article: the advantages of cyanoacrylate wound closure in circumcision. Authors:elemen l, seyidov th, tugay m year published: 2011.

Manufacturer narrative:
Title of article: the advantages of cyanoacrylate wound closure in circumcision. Authors: elemen l, seyidov th, tugay m year published: 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature case, there were 64 male patients received sutures for wound approximation in circumcision. There were 3 oozing bleeding and 2 required stitch necessity for hemostasis intra-operatively. While there were 2 who had oozing bleeding and 3 who had formed hematoma post-operatively.